Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a one-link needle free IV connector in which a no flow was observed. According to the report, the user could not draw blood. It is unknown when or in which care area this event occurred. The alleged defect occurred during patient use. However, there were no reports of patient injury, medical intervention, or adverse events related to this event. No additional information is available.